Manufacturer narrative:
Product was requested to be returned for eval, but has not been received. Note: this submission is based solely on the user facility statement. The product status is unk a supplemental MDR will be provided if the product is returned and upon completion of the eval. (B)(4).

Event description:
Customer reported that when the magnet pull cord detached from the alarm, the alarm did not sound. Batteries have been replaced with a new supply. The magnet cord attachment fits snugly into the alarm attachment. No visible damage to the outside of the alarm reported. There was no pt incident or injury reported.